Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports hyper vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted an 13.2vtich_13.2 +5.00/+5.00/056 implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reported excessive vaulting. On (B)(6) 2023, the lens was exchanged for a shorter length lens. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5: should be corrected to state: the reporter indicated that the surgeon implanted an 13.2vtich_13.2 +5.00/+5.00/056 implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reported excessive vaulting. On (B)(6) 2023 the lens was exchanged for a shorter length lens. This resolved the problem. D4: vtich_13.2. Serial # (B)(6). Expiration date: 02/28/2026. UDI: (B)(4). D6a: implant date: (B)(6) 2023. H4: manufacture date: 03/07/2023. Claim# (B)(4).